Event description:
It was reported that the procedure was being done to treat a left anterior descending (lad) that has a 90% stenosis in the proximal/mid segment taravering the first diagonal, which itself had a 70% stenosis. This is a medina 1,1,1 bifurcation lesion. Initially a 6 french guiding catheter was used and both the diagonal and the lad were wired and kissing balloon was performed using non abbott balloon catheters. Then attempting to perform a modified bifurcation stenting using the mini-crush technique, a balloon was placed in the distal lad and an attempt was made to get the promus 2.5 x 15 stent into the diagonal. Unfortunately, the stent implant came off of the balloon platform and was stuck on the guide wire. Force was used to retract the guide wire and pull all the wires outside the body in order to retrieve the stent which was stuck in the copilot system> the sheath was subsequently up-sized to 7 french and a 7 french jl 3.5 viking guiding catheter was used. The lad was crossed again and stented with a 3.0 x 23 promus across the first diagonal which was jailed. This was post dilated with a 3.5 non-compliant balloon with excellent results in the lad and preserved timi ii flow in the diagonal. Reportedly, there were no patient effects. Though requested, no additional information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. In this instance, the use of multiple devices may have caused an interaction with the stent causing the stent to become disrupted on the balloon and to ultimately dislodge inside the guiding catheter during removal. The two guide wires were removed outside the body in order to retrieve the stent, which then stuck in the copilot system. The stent was then removed from the copilot. The sds, sheath, guiding catheter, and copilot used during the procedure were not returned, which may have assisted in the investigation. However, there was no report of any damage to the sds or stent implant prior to use, suggesting a product quality deficiency did not contribute to the reported difficulties. Since the initial sheath and guiding catheter used were 6f and were subsequently up-sized to 7f and a 3.0 x 23 promus was able to be deployed and post dilated to complete the procedure, it is likely that interaction of the multiple devices in the 6f guiding catheter contributed to the stent dislodging, and ultimately causing the difficulties during removal. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot that could have contribute to this report. In this case, the reported difficulties appear to be related to case circumstances.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the device was discarded. A follow-up report will be submitted with all relevant information.

Event description:
Subsequent to the medwatch being filed, the event was reviewed and updates were made. It appears that the stent was stuck in the guiding catheter and by removing the guide wire, the stent was removed into the rhv.